Manufacturer narrative:
Concomitant medical product: model: ddmb1d1, ICD; implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had "failed." An interrogation indicated a sensing integrity counter (sic) of 232, and oversensing noise was noted. A lead fracture is suspected. The lead was extracted and replaced. No patient complications have been reported as a result of this event.